Event description:
Report received that pt developed a cellulitis one day post refill of the pump. Condition progressed to obvious infection within 2 days. Pt has history of chronic osteomyelitis of the pelvis or sacrum with sinus tract drainage in the gluteal region. Organism is mrsa. Pt's pump pocket was opened, the wound debrided and the wound packed open. Intrathecal baclofen was succesfully reduced and withdrawn. Devices were explanted successfully. To date pt remains in the hosp and treatment continues. A supplemental medwatch report will be sent when additional info is received.